Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reportedly received the following results on the compact plus meter, compared to a professional meter, within 10 minutes: 92 mg/dl (compact plus meter) at 3:15 p.m. And 47 mg/dl (paramedic's meter) at 3:20 p.m. The customer was having symptoms of hypoglycemia. The customer was unable to treat self and the customer's daughter retrieved 8 ounces of protein shake and the customer drank it at 3:15 p.m. The paramedics treated the customer with two tubes of glucose gel and the customer drank the gel at 3:20 p.m. The customer tested the blood glucose level at 3:30 p.m. On the customer's meter with a result of 58 mg/dl. The paramedics gave the customer 2 oz. Of maple syrup at 3:45 p.m. And the final meter result was 92 mg/dl on the paramedic's meter at 3:50 p.m. The customer was not taken to the hospital. Return of the suspect device was requested for evaluation.